Manufacturer narrative:
Results: there are no kinks of visible damage on the catheter. Conclusion: the behavior of the guide wire inside of the catheter noted in the complaint was confirmed. The bent tip of the guide wire tracks along the side wall of the proximal shaft and catches on the lip of the distal shaft. As the guide wire advances it is soft enough to fold over on its self and jam in the distal section of the shaft. If the tip of the guide wire is shaped, the physician may experience difficulty tracking it through the catheter. The catheter in this case had no malfunction or defect. This MDR is associated with MDR 3005168196-2013-0003.

Event description:
On (B)(6) 2012, the physician felt resistance when inserting gt wire into the psc032 outside of the body for a test. Another psc032 from different lot was tried but was with resistance as well. The physician finished the procedure with another new psc032 from different lot. The physician used two guide wires because they couldn't be inserted. Kinks were confirmed on both of the guide wires; therefore, inside of the psc032 might have been stretched. This MDR is associated with MDR 3005168196-2012-00003.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.